Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 278 mg/dl, 140 mg/dl and 34 mg/dl on her blood glucose meter taken within a ten minute period. The difference in the readings was determined to be clinically significant. No decision to treat was made on the allegedly faulty meter. The meter will be returned for evaluation.